Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Device received dirty, scratches on the front cover, quick connect was corroded, reservoir gasket is worn out, and faded pole clamp. Functional testing confirmed the complaint. The internal glass has cracked and there is liquid crystal leakage. Root cause was not established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the display temperature area is grayed out. They are not able to read the temperature. We have not been able to verify if product was dropped. The issue found when during the device cleaning. There was no patient involvement and no harm/adverse event reported.